Event description:
In 2001, family members reported that the patient bumped their head injuring an area behind the implant side. This area was treated with daily cleanings and with 4 different antibiotics without healing properly. The next month, family members reported that the patient fell and hit head on the implant itself. By the next day, the family members reported that this new injury was swollen and the implant itself had begun to extrude. A visit to the emergency room revealed an infection resistant to antibiotics patient had been taking. Strong antibiotics were administered intravenously over the next several weeks. In 2001, the patient underwent plastic surgery to close the opening over the implant and continued treatment of intravenous antibiotics. Surgery was performed later in 2001 to explant the device due to on-going infection complications.